Manufacturer narrative:
Additional narrative: patient weight not available for reporting. Date of non-union is not known. Date of implant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had to undergo a revision orif surgery on (B)(6) 2018 due to non-union. Initially the patient had an orif of subtrochanteric femur fracture which was fixed with a synthes trochanteric fixation nail advanced (tfna) screw 95mm, 5.0mm ti locking screw w/t25 stardrive 40mm for im nails and 11mm/130 deg ti cann tfna 400mm/right - sterile on an unknown date. During the revision surgery one (1) tfna screw 95mm, one (1) 5.0mm ti locking screw w/t25 stardrive 40mm for im nails and one (1) 11mm/130 deg ti cann tfna 400mm/right - sterile were all removed successfully and were not broken. The patient was implanted with a synthes dynamic hip screw system (dhs) plate, large screw and cortex screws to address the non-union. The procedure was successfully completed without any delay. The patient was stable after the surgery. This report is for one (1) tfna screw 95mm. (B)(4).